Event description:
The account alleged that the head of the bed will not raise. No injury reported.

Manufacturer narrative:
The tech found the head up valve was the issue. The tech replaced the head up valve to resolve this issue.